Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemorrhoidectomy, the stapler was unable to fire. The surgical time was extended for more than 30 minutes due to struggle of trying to fire the stapler. A new stapler from other competitor was used to resolve the issue. There was no patient injury.